Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("suspected migration of essure on right into myometrium") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("major abdominal pain, resembling contractions"), metrorrhagia ("frequent bleeding between periods"), vaginal discharge ("frequent brownish vaginal discharge"), arthralgia ("diffuse joint pain"), headache ("very frequent headaches"), asthenia ("asthenia"), depressed mood ("depressive mood"), dizziness ("dizziness") and palpitations ("palpitations"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy scheduled for (B)(6) 2017). At the time of the report, the embedded device, abdominal pain, metrorrhagia, vaginal discharge, arthralgia, headache, asthenia, depressed mood, dizziness and palpitations outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, depressed mood, dizziness, embedded device, headache, metrorrhagia, palpitations and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound scan - on (B)(6) 2017: suspect migration of right essure into myometrium. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred terms: embedded device. The analysis in the global safety database revealed (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.